Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) revealed no errors. Functional testing produced a motor rate error. The position potentiometer was replaced but the unit continued producing the motor rate error. The leadscrew and clutch were both replaced and the pump then passed all testing.

Event description:
It was reported that the device was sent in for repair and analysis of the device revealed a motor rate error issue. There was no patient involvement, no patient injury was reported.